Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg would not charge and had telemetry discrepancies. The ipg was suspected to be damaged during a recent revision procedure (MFR report #: 3006630150-2017-04003). The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patients ipg would not charge and had telemetry discrepancies. The ipg was suspected to be damaged during a recent revision procedure (MFR report #: 3006630150-2017-04003). The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).